Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that no image occurred due to communication failure caused by cable failure. As result of confirming contents of the instruction manual at the time of shipment of the product regarding cable damage, there are following descriptions. It is determined that they may prevent from indicated phenomenon. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the autoclavable camera head "image does not appear." The issue was discovered during preparation before use. The facility finished the therapeutic procedure with another similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device image did not appear due to a cable failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.